Event description:
The patient reported he received two boxes of pouches that would not drain or would drain very slowly. No patient complications were reported as a result of this event.

Manufacturer narrative:
A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. Based on the investigation conducted, the complaint could not be confirmed. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Accuseal tap w/valve - transparent w/1-sided comfort panel.